Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was by his refrigerator when his left implantable neurostimulator (ins) was turned off. It was confirmed that the ins was off and during the report, the ins was turned back on which resolved the issue.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0527200v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0527200v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).